Event description:
No additional information.

Manufacturer narrative:
Investigation result: a 2000e china sample was not available for investigation. The customer reported that the affected sample was from lot 24036124 and 24066895 and that "the product was found not to go liquid prior to use". As part of the investigation, the customer provided a photograph of the affected samples but analysis could not determine a root cause for the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24036124 and 24066895 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. However, as a result of similar feedback being received, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that the incorrect amount of fluorosilicone was likely due to a fault within the assembly machine during manufacture of the affected smartsite. A secondary root cause could be related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the affected connecting product was not returned to assist the investigation, therefore a definitive root cause for the customer's experience could not be determined. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: the hospital reported that the product was found to have no fluid loss before use. 60 tubes were affected, 30 tubes with batch number 24036124 and 30 tubes with batch number 24066895.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.